Event description:
Report status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that when the device was removed from the package, there was no stent on the balloon. No additional event or pt info is available. This is being reported based on the return goods lab analysis which confirmed that there were crimp marks on the balloon indicating that the stent was originally crimped on the balloon.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was tightly folded. There were faint crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the sds. There was no other damage noted to the sds. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.